Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable. It was reported the device also exhibited air bubbles and that trouubleshooting was unsuccessful. Per reporter residual volume was: 55.5 ml, rate 49 ml.24hr and 42.55 ml was given. No adverse patient effects were reported. No additional information is available at this time.